Event description:
It was reported that at the user facility the device was overheating. No further information was provided by the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device was overheating. No further information was provided by the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, debris were found inside the device, which can lead to overheating. A potential cause for the reported overheating is improper or non-recommended cleaning procedures.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.